Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump tray assembly was replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "steam" or haze/mist emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
D10: device available for evaluation correction from no to yes. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of haze/mist issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump tray assembly was returned and tested. The cycle completed without any odor but when opening the door there was a large puff of fumes coming out of the chamber. In addition, a small amount of oil leaked back through the vacuum control valve and into the chamber causing a mist. The reason for the return was confirmed. The assignable cause of the haze/mist is likely due to the vacuum pump assembly. The field service engineer replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).